Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA # 2666889 and sa #ucc-21-4076-sa. Per CAPA # 2666889 and sa # ucc-21-4076-sa: "the root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool." The device was evaluated upon receipt. Found the leak from the drain valve. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A risk review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. CAPA# 2666889 has been opened for this failure. Refer to the CAPA for future actions. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water was leaked at the arctic sun device left rear side during usage. Per review of wo on 29may2025, device was used on patient and there was no patient injury report.